Manufacturer narrative:
Of the 10 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a failure of a component on the circuit board. During investigation for unrelated allegations, there was 1 additional call service 88 failure revealed that was caused by a failure on the printed circuit board.

Event description:
This report summarizes <noe> 10</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 088 alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 14-65 years of age and between 57 and 210 pounds. Of the reported patients, 4 were male, 6 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2015 of the 10 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a failure of a component on the circuit board. During investigation for unrelated allegations, there was 1 additional call service 88 failure revealed that was caused by a failure on the printed circuit board. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 10</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 088 alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 14-65 years of age and between 57 and 210 pounds. Of the reported patients, 4 were male, 6 were female, and 0 were unknown.